Event description:
The customer reached out to the company's customer experience team via email and stated that they used a size 1 flex cup for a few months then switched to the size 2 flex cup and used it for approximately six months without incident. The customer stated that while wearing the cup overnight, it shifted and they were unable to remove it. The customer went to the emergency room for assistance with removal of the cup. The customer did not indicate how long the device had been in place prior to removal. The customer indicated that two physicians worked to remove the device and had a difficult time. The customer stated that one of the physicians informed the customer that the cup had shifted to "the top of my cervix". No adverse symptoms were reported by either the customer or the physicians during or after removal of the device. The customer was advised to discontinue their use of the device. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.